Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4, h4. Corrected: d4 primary UDI number. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that on (B)(6) 2025, the patient underwent a tha surgery for oa on the right hip joint. When inserting a corail stem using a stem-holding inserter, the screw was damaged when the handle of the screw was turned. Therefore, the surgery was carried out using another inserter. The surgery was completed successfully with no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on (B)(6) 2025, the patient underwent a tha surgery for oa on the right hip joint with the products in question. In the surgery, when inserting a corail stem using a stem-holding inserter, the screw was damaged when the handle of the screw was turned. Therefore, the surgery was carried out using another inserter. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the retaining stem inserter was cross-threaded from the central threads of the rod. Additionally the rod was broken at the middle section. The broken fragment was returned for evaluation. The observed condition of the threaded rod was consistent with off-axis assembly and impacting device before the rod was fully seated into the stem while insertion process, as outlined in the corail hip system surgical technique specifically advises: "if the retaining inserter is chosen, verify that it is assembled with the inserter shaft threaded into the inserter handle. Ensure the tines on the inserter are aligned with the recesses of the inserter platform on the top of the implant. Fully engage the threads of the inserter into the implant to ensure the inserter is securely attached to the implant." A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the retaining stem inserter would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added : d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.